Event description:
It was reported that a user experienced a pairing failure between the ilet and a dexcom g7 cgm, requiring assistance to enter the sensor pairing code; the user had eaten a peanut butter sandwich without announcing the meal, and glucose rose to 264 mg/dl. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included technical troubleshooting and user education regarding cgm pairing and system use. Investigation of this case revealed that the sensor was paired using the code from the g7 app and that no alerts or alarms were reported on the ilet. It was concluded that the event involved hyperglycemia associated with unannounced carbohydrate intake and a cgm pairing issue limited to the ilet, with no injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.